Manufacturer narrative:
The complaint was split into two reports incorrectly. Therefore this is a duplicate complaint for the same issue. This complaint should be considered cancelled.

Event description:
It was reported that 25 syringe 10ml ll tip bulk convenience pak were cracked the following information was provided by the initial reporter: "it was reported that the hub tip was cracked. Looks like there are 25 different instances. I have these in a box ready to be shipped to you and added a number to each bag to reference easily. Please send me the return label at your earliest convenience. Per email: I have about 40+ complaints at my desk of dirty syringes, syringes with damaged stoppers or plungers, foreign objects found in the syringe box, etc. There are too many to take pictures of individually to send to you and provide explanations for. These have been piling on my desk for about 3 weeks now. What is the best way to go about sending these to you to review? I can separate them by issue and give you a summary of lot #s and quantity of syringes affected? Then I can send them all to you!?"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 25 syringe 10ml ll tip bulk convenience pak were cracked the following information was provided by the initial reporter: "it was reported that the hub tip was cracked. Looks like there are 25 different instances. I have these in a box ready to be shipped to you and added a number to each bag to reference easily. Please send me the return label at your earliest convenience. Per email: I have about 40+ complaints at my desk of dirty syringes, syringes with damaged stoppers or plungers, foreign objects found in the syringe box, etc. There are too many to take pictures of individually to send to you and provide explanations for. These have been piling on my desk for about 3 weeks now. What is the best way to go about sending these to you to review? I can separate them by issue and give you a summary of lot #s and quantity of syringes affected? Then I can send them all to you!?"